Manufacturer narrative:
The patient was treated with negative pressure wound therapy during the (B)(6) 2014 to (B)(6) 2015 time period. It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged "worsened" infection is related to v.a.c. Therapy. The event is being reported based on the information provided to kci on (B)(6) 2016 indicating medical/surgical intervention was required due to the worsening pre-existing infection. The event is considered a potential use error based on the doctor's comments indicating the event was due to "the problem of the hospital in observation and usage" and not the v.a.c. System. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued. Precautions the v.a.c. Therapy system will not be effective in addressing complications associated with the following: untreated or inadequately treated infection.

Event description:
On (B)(6) 2015, the following information was reported to kci by the physician at the 28th annual (B)(6), presentation, o17-80 usefulness of the vacuum-assisted closure system for the infected surgical wounds with delayed primary closure: a (B)(6) patient underwent surgical release of ileus and the post operative wound was "sutured to the muscle layer and the skin was not closed but kept open." V.a.c. Therapy was applied on post operative day 2. On post operative day 12, "worsening" of the pre-existing infection was observed. "The reason is considered that a part of the film material was damaged and the sealed environment could not be kept for a long period without activation of alarm of the device." Once the condition of the wound improved, v.a.c.&#59412;therapy was re-applied. The wound was closed after 28 days of v.a.c. Therapy. On (B)(6) 2016, the following information was reported to kci: on (B)(6) 2015, v.a.c. Therapy was applied to a (B)(6) patient with a surgical site infection. Sometime during the (B)(6) 2015 time frame, the dressing allegedly "peeled" off. On (B)(6) 2015, a "worsened" pre-existing infection was allegedly observed, the dressing was replaced, and v.a.c. Therapy was re-started. On (B)(6) 2015, v.a.c. Therapy was "finished." The measures taken for the patient were reportedly the following: the wound was washed, and a debridement was performed for the infected area. The dressing was replaced, and v.a.c. Therapy was reapplied. No subsequent issues were noted, and the wound closed within 28 days. Comment by the doctor: "this case was caused by fluid leakage around the drainage when applying the dressing, not by the initial failure in the drape. This is not caused by the v.a.c. System but the problem of the hospital in observation and usage." On oct 27 2014, the device was tested per quality control (qc) procedure by kci (B)(4) service center, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On feb 24 2015, the device was tested per quality control (qc) procedure by kci japan service center, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.